Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer would resume insulin delivery to clear the alarm. Blood glucose was 444 mg/dl. As the occlusions occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.